Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator at the hospital and the control printed circuit board (pcb) was replaced and returned for investigation. Simulated use testing of the received pcb did not reproduce the described customer issue. The control pcb is part of the control sub system in the ventilator. The received device logs confirms the reported issue and the fault can be traced back to (B)(6). Therefore, the ¿date of event¿ will be set to (B)(6) 2019. It was reported that the device failed the system pre-use check due to internal leakage, pressure transducer, o2 sensor and flow transducer failure. These failures could lead to stop of ventilation if they would occur during ventilation, the device will notify the user by the generation of audible alarms and a technical error code messages. This issue will be detected during pre-use check. Since the customer reported issue was not reproduced during our investigation, the cause of the failure cannot be determined.

Event description:
Manufacturer ref.#: (B)(4).